Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient was in for a scheduled follow-up. During the manual threshold test, evidence of sensed artifacts on the rv and ff channels were noticed after v-pacing. Artifacts occurred mainly after systolic phase. Impedances were all in range. Sensing values in range but non sensed artifacts were sometimes also noticed after v-sense. No sensed of artifacts during provocative tests. After the ICD extraction from the pocket and fixation sleeve removal, bigger artifacts were observed on the rv channel and a grooved damage area was observed under the fixation sleeve. Furthermore, it was not possible to insert completely an s65 a stylet. A blockage was observed at about 10cm before the tip. It was not possible to retract the screw inside the lead as the mechanism was not working anymore. The lead was cut and extracted with extraction wire. Unfortunately, it was not possible to collect the middle portion of lead with the groove damage. The rest of the lead was returned. All available information suggests this ICD remains implanted.